Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted in (B)(6) 2017 for normal battery depletion. There have been no allegations or complaints reported since this event occurred.

Event description:
Boston scientific received information that this system displayed a high, out of range shock impedance measurement. Investigation in to the cause of the measurement determined that the reading was recorded at the same time the patient had underwent a radiofrequency ablation procedure. All other shock impedance measurements were stable. No changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.